Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer did not spring open and had to be pulled open manually. A field service engineer (fse) station was shut down, the damaged rail was replaced, debris near the cubie sensor was removed, and all connections were secured. The station was rebooted, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 spring failed to open and required manual pulling to open. Pockets a1 and a3 did not eject when prompted during the recovery process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.